Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The product was packaged off center in the plastic tub and the rough surface of the shell rubbed against the plastic. It created plastic particles in the shell.

Manufacturer narrative:
An event regarding a packaging issue involving a tritanium shell was reported. The event was not confirmed.

Event description:
The product was packaged off center in the plastic tub and the rough surface of the shell rubbed against the plastic. It created plastic particles in the shell.